Manufacturer narrative:
The reason for this revision surgery was to remedy a loose femoral component after one year of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number, one other for device loosening. The root cause of the loose component was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient's stem was loose, but not infected. The implant just did not take. The surgeon pulled all of the djo product out of the patient and replaced it with a zimmer hip stem and product. The surgeon removed the head, sleeve, and stem.